Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided to remove sensor and prescribed antibiotics to treat the infected area.

Event description:
Senseonics was made aware of an instance where the patient experienced infection at insertion site. Insertion site was very infected (right arm) with pus coming out insertion. Patient felt pain at the infected area. Patient visited doctor who decided to remove sensor and prescribed antibiotics to treat the infected area.